Event description:
Additional information was received that suspected right ventricular (rv) lead damage to be the cause of the event.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed. It is unknown if the sensing noise was due to the device or the right ventricle (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.